Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: no information. Name of index surgical procedure? Breast reconstruction procedure (plastics). The diagnosis and indication for the index surgical procedure? No information. Were any concomitant procedures performed? No information. Other relevant patient history/ concomitant medications? No information. Please describe the patient manifestations of reaction (location, severity, appearance, systemic or local reaction): described as dermatitis in pocket of suture line. Onset date/ time from the initial procedure? Within a week. Please describe any medical intervention required to treat the patient condition along with the results: steroid cream, antibiotics. Does the patient have a known allergic history to any medical devices, food and/or medication? No information. Was allergy testing performed? If so, please describe with results. No information. Were there any pre-existing signs/ symptoms of active infection prior to this surgical procedure? No information. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Post. Were cultures performed? Results? No information. What is physician¿s opinion as to the etiology of or contributing factors to this event? Trying to rule out as much as possible to identify root cause, not associating with plus suture at this time. What is the patient's current status? Patient is doing well. Are there any photos available? Not yet. Product lot number? Not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction procedure on (B)(6) 2021 and suture was used. Within a week post-operatively, the patient experienced rash that then became dermatitis. It was described as a pocket infection along the suture line. The rash was treated with a steroid cream and antibiotics. The patient is doing fine. Additional information has been requested.